Manufacturer narrative:
(B)(4). Batch # n54p0u. The analysis found that the pse60a device was received in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Photos provided were review during analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported that during a robotic assisted laparoscopic roux-en-y procedure, on the pouch firing with a gold reload with gore seamguard buttressing material, the device was fired and when the device was removed, the staple line closest to the cut line on the pouch side was jagged and bloody, like the "knife was off track and cut through the inner-most row of staples on the pouch side." The surgeon used clips along the staple line for reinforcement and to control bleeding. The volume of blood loss is not known, but the bleeding was not significant and no transfusion was necessary. Another device of the same product code was used to complete the procedure with no harm to the patient.